Manufacturer narrative:
Other applicable components are : product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that system initially controlled symptoms, but lost effectiveness. The patient experienced a recurrence of pain. The clinical diagnosis was recurrence of pain. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The etiology was reported as unlikely related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was not applicable. The clinical diagnosis was loss of efficacy. The etiology was noted as other etiology specifically loss of efficacy.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported that the device had not been effective in relieving pain on (B)(6) 2014 and the device was then explanted on (B)(6) 2014. The source record was later deleted in the source system with the comment "therapy non responder".

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient keeps getting denied an MRI and wants their device removed. It was reported the patient went to get an MRI on (B)(6) 2014 but they would not perform it. It was reported the patient has pain on the right side that began around the time of their trial ((B)(6) 2013) and was implanted for sciatic nerve pain on their left side. It was noted before the patient was implanted they began to have pain on their right side but proceeded with the implant. It was noted when the patient began their trial they were told the right side pain may have been from being "overworked". It was reported the patient feels "they" should have done an MRI prior to implant because now no one will perform one unless they remove the device. It was noted that the patient clarified their pain and it is believed to be radiating from their spine. It was reported that during the time of the trial the patient was also having injections done. It was further reported that the stimulation helps the nerve but does not take the pain away completely. It was noted the patient has met with a couple different manufacturer representatives for reprogramming in (B)(6) 2014. It was noted the lack of complete pain relief has been occurring since implant and the patient is still on narcotics for the pain. It was reported that the stimulator is not doing anything for the pain on their right side and wants the device removed. It was noted that when the patient lays down "it goes into their ribs" and feels like "it's getting in their lungs". The patient also reported pain in their calf, like a charlie-horse and hears a popping sound. It was noted the patient cannot sit down for long periods of time and cannot "turn around all the way" which started to occur suddenly after the implant. The healthcare provider (hcp) further reported the implantable neurostimulator (ins) was removed in (B)(6) of 2015. The patient had a multi-level fusion which helped with right hip pain but the patient still had left leg pain, numbness, and tingling. Relevant medical history includes spinal pain.